Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling an interaction with the induction hub. The implantable neurostimulator (ins) was "unused." No further information was reported.